Manufacturer narrative:
Medwatch / user facility report # 3601800000-2020-8113 was received on (B)(6)2020. Section a2, b5, e4, g3: additional information no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient with heartmate ii presented with traumatic subarachnoid hemorrhage (sah) in the setting of supratherapeutic international normalized ratio (inr) 5.0 and streptococcal bacteremia. Inr was reversed with plasma and vitamin k; no surgical intervention was required for the sah. Heparin was resumed and heparin bridge to coumadin was completed prior to discharge. Aspirin 81mg three times weekly was resumed. Bacteremia was managed with IV antibiotics x 4 weeks after discharge.

Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between the reported event and heartmate ii left ventricular assist system (lvas), serial number (B)(6) could not conclusively be determined through this evaluation. The heartmate ii lvas instructions for use (IFU) lists bleeding, stroke and infection as adverse events that may be associated with the use of heartmate ii lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This IFU also provides information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of the device is 4 years, 5 months, 10 days. Multiple attempts were made to obtain patient's date of birth, however it was not provided. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. Patient was hospitalized after patient had fallen and suffered a subarachnoid hemorrhage. Patient was also found to have bacteremia and was treated with IV antibiotic and discharged home and is stable.